Event description:
Pt reported she needs a new freedom 60 pump because a spring broke during her last infusion. No other information was provided. We last shipped hizentra in (B)(6) 2020; unknown reason why pt has not ordered medication - unknown if pt missed a dose; no adverse event reported; device available for return; unknown lot/expiration. No further information known. Pump used to infuse hizentra at above dose/frequency. Reported to (B)(6) by pt/caregiver.